Event description:
The customer reported the surgeon inserted the aq2010v three piece silicone lens and when it was removed, it was in pieces. The surgeon indicated "the lens dissolved." There was no patient injury.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no known consequences or impact to the patient; torn material. Evaluation results: visual inspection of the returned lens showed it was cut into 2 pieces and a haptic was torn off from the optic and missing. There was a clear surgical residue on the lens. Conclusion: an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Based on the DHR review of the lens, product evaluation, work order search and the available information related to this complaint, it has been determined that nothing in the manufacturing of the lens was the root cause to this complaint. As stated on the medical review, the device causality is unknown. No root cause was identified. Based on the complaint history, work order search, medical review, product evaluation, and device history record review, a specific root cause of the event could not be determined. (B)(4).